Event description:
It was reported during the hf sensor implant procedure the patient experienced a vagal response which caused the patient to become hypotensive and bradycardiac. Patient was given medications atropine and IV fluids to control symptoms. The issue has resolved. The patient is a clinical study patient and the issue is related to the procedure not the device.